Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and identified the reported problem. After reviewing the log, fse found that malfunctioning frontal ip-pc. Upon troubleshooting, fse found no image was coming from ip pc and ippc had a video card failure. The third-party engineer installed ippc in the mains cabinet and connected cables. To resolve the problem, fse assisted third-party engineer completing the software load to the newly installed ip pc as well as recreating image storage to the image discs. After replacement of ip pc, the system was restored to normal working order. The codes were updated based on the investigation outcome